Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, which was frozen and would not respond to input. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, technical support provided pump reset information, and the customer successfully reset the pump, regaining functionality of the touchscreen.